Manufacturer narrative:
(B)(4). Device evaluation could not be performed because the device was discarded by the facility. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that stress generated with wire manipulation had most likely contributed to separation of the sion blue guide wire. The applied stress would accumulate and exceed the product design limit when the tip of the guide wire was being trapped in the heavily calcified lesion. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; - [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that the tip of two asahi sion blue guide wires became separated during a pci to treat a heavily calcified 90-99% occlusion in the lcx #13. After crossing a non-asahi rota wire through the lesion, it became stuck in calcium and broke off at approximately 13cm from the rota wire tip. Attempts were made with a sion blue guide wire to retrieve the separated rota wire fragment; however, the sion blue guide wire also became separated at approximately 10cm from the tip due to heavy calcification. Another attempt to retrieve wire fragments was made with a new sion blue guide wire; however, this attempt failed and the second sion blue guide wire also separated at approximately 8cm from the tip and remained in the lesion. Several other attempts were made to retrieve the wire fragments; however, none was successful. Finally, a stent was deployed to embed the wire fragments to the vessel wall. The patient was sent to ICU and under post-procedural monitoring. The first sion blue guide wire is reported as MFR report #: 3003775027-2020-00071 and the second one is reported as MFR report #: 3003775027-2020-00072.